Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen at 150 mcg/day via an implanted pump. The drug concentration was unknown. The indication for pump use was intractable spasticity. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient¿s pump¿s pump had stalled at 1am and recovered at 4am on (B)(6) 2017. The pump stalled again today at 4pm with no recovery. The patient had not recently had an MRI and all forms of emi were ruled out as a cause for the motor stalls. The pump was going to be replaced hopefully next week. No medical symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis identified residue in the motor gear train that contributed to the motor stalls. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Concomitant medical products: product ID 8709, lot# l67848, implanted: (B)(6) 1999, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the inability to aspirate was not determined. The event was resolved and the pump was to be returned for analysis.

Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# l67848, implanted: (B)(6) 1999, product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They were at the pump replacement and the healthcare professional (hcp) was unable to aspirate the catheter. As a result, they needed assistance with a modified bridge bolus. It was stated the hcp did not think there was an issue with the catheter. It was confirmed that they performed a back table prime with the new drug in the pump and the old drug still in the catheter. It was also reported that the logs showed the last motor stall occurred on (B)(6) 2018 and recovered on (B)(6) 2018. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the sentence ¿the patient¿s pump¿s pump had stalled at 1am and recovered at 4am on (B)(6) 2017.¿ in the initial MDR should have read ¿the patient¿s pump had stalled at 1am and recovered at 4am on (B)(6) 2017.